Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. The patient¿s ipg was sitting in a roll of fat and was kind of floppy. The patient underwent a revision procedure wherein the ipg was anchored down with a suture in the same ipg pocket. The patient was reportedly doing well post operatively.